Event description:
The complainant reported the forcep jaw would not close, unable to put through scope during preparation. Product was returned to the MFR. The complaint is confirmed due to pull wire broken, the improper curving or an improper z-bending could cause the pull wire broken. No pt involvement.

Manufacturer narrative:
Evauation: the device was returned to the MFR for evaluation, visual examination for the jaw reveals that the pull wire is detached from the cutters arm. Cause of failure is attributed to manufacturing. Conclusion: the compalint is confirmed due to a broken pull wire and improper curving or an improper z-bending. Cause of failure classified as manufacturing. Manufacturing and quality assurance will be notified about this issue. Our directions for use outline appropriate placement, access and maintenance procedures.